Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, an enterprise 4.5x28mm vascular reconstruction (product code: enc452812, lot number 9714820) was advanced to the target position and began to release, but the distal markers converged and the stent could not be opened. The physician retracted the stent and used a new device to complete the surgery, without replacing the unspecified microcatheter (mc).

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a healthcare professional, that during an endovascular embolization, an enterprise 4.5x28mm vascular reconstruction (product code: enc452812, lot number 9714820) was advanced to the target position and began to release, but the distal markers converged and the stent could not be opened. The physician retracted the stent and used a new device to complete the surgery, without replacing the unspecified microcatheter (mc). Additional event information received on 26-dec-2025 indicated that there was no resistance during advancement of the device. There was no stent damage. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delayed/prolonged due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be fully expanded, and both ends were noticed to be completely flared; however, one strut was bent. A device history record (DHR) was performed, and no internal actions were identified. Although the detached stent was noted to be completely flared, the customer complaint regarding an incomplete expansion was confirmed, as the stent strut could have gotten bent in a manner that prevented all markers from flaring outward. A root cause of the issue described by customer cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. ¿ remove the enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.